Manufacturer narrative:
Additional information was received from the customer and the following section was updated.

Event description:
It was reported that this patient with a 25mm pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of 14 years, four (4) months due to severe aortic stenosis and moderate aortic insufficiency. The tavr was performed with a 26mm non-edwards transcatheter heart valve. Aortography demonstrated no injury to the iliac system. Follow-up arteriography showed appropriate closure with no extravasation. There were no complications noted. The patient tolerated the procedure well and transferred to ICU in stable condition. The patient was discharged home on pod #4 in good condition.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 25 mm pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of 14 years, four (4) months due to severe aortic stenosis and moderate aortic insufficiency. The tavr was performed with a 26 mm non-edwards transcatheter heart valve. Aortography demonstrated no injury to the iliac system. Follow-up arteriography showed appropriate closure with no extravasation. There were no complications noted. The patient tolerated the procedure well and transferred to ICU in stable condition.